Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a daughter called stating that her mother received a motor error alarm on their insulin pump. The patient's blood glucose level was at 419 mg/dl. The customer stated that her mother had an x-ray but took the pump off before taking the x-ray. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A new pump was shipped to the customer. No further information was provided.